Event description:
The reporter contacted animas on (B)(6) 2013, indicating that the patient experienced elevated blood glucose levels over 500mg/dl, dka and was admitted to the hospital. The patient reportedly dropped the pump earlier in the day. The patient reportedly noticed air bubbles in the cartridge after dropping it, but did not remove the air bubbles. The patient's blood glucose levels reportedly rose following this and the patient was hospitalized. This report is being made based on the indication that the patient was hospitalized for dka related to use error.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.